Event description:
Reportedly, during the follow-up performed on (B)(6) 2011, the device had switched from ddi/40 min-1 to vvi/60 min-1. Tachy therapy setting was also changed from 2 zones. It was confirmed that the settings were changed to emergency (nominal) settings but no pressing of the emergency button was reported.

Manufacturer narrative:
(B)(4), 2011. This event concerns a device that was mfg and used outside the united states. Analysis is pending.